Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. A specific cause for the reported heart failure, suspected thrombus, and elevated ldh as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. This patient was transplanted approximately three months after the date of this event. The pump was returned and evaluated. No issues were found during that evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including hemolysis, and thrombus and includes the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced symptoms of hemolysis and heart failure approximately two years after implant. The patient had high lactate dehydrogenase (ldh) levels (1180 units/liter) with suspected in-pump thrombosis, and continuous anticoagulation therapy with (B)(6) in addition to (B)(6) was administered. The patient's clinical symptoms of hemolysis and heart failure gradually improved with aggressive anticoagulant therapy. Ldh levels returned to normal (288 units/liter). The cause of the suspected thrombus in the pump was not known.